Event description:
Complaint alleged that the brake was not working. No pt injury alleged.

Manufacturer narrative:
Tech performed preventative maintenance on the bed. Found: foot end brake pedal linkage was broken, could not set the brake on foot end casters. Resolution: installed brake / steer upgrade kit (pn (B)(4)) to resolve this issue.